Manufacturer narrative:
Additional information will be provided following investigation completion.

Event description:
On 03/18/2026, manufacturer became aware of the event from japan where following pod f gf iol implantation on (B)(6) 2025, patient complained of poor vision. Iol was removed and replaced with a competitor's iol (puresee). Pod f gf is marketed in the us. Foreign reporting is therefore required, as the event resulted in injury that required additional surgical intervention (iol removal and replacement) to preclude permanent damage to a body structure or permanent impairment of body function.